Event description:
It was reported the pt is not receiving effective stimulation from her scs system. The pt is requesting to have her scs system removed. Surgical intervention may be pending in the future to address the reported issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.